Manufacturer narrative:
Insulin pump passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error hardware low level failure alarm noted during self test and confirmed in pump history (variable info = 3) due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failure alarms. Customer's blood glucose value was 8.4 mmol/l. The customer states that they were able to clear alarm. The customer states they were able to rewind the insulin pump. The customer reported that fill cannula was recorded in daily history. Troubleshooting was assisted. The customer was advised to revert to back up plan. The device will be returned for analysis.